Event description:
It was reported that on (B)(6) 2011, patient underwent an anterior cervical discectomy and fusion (acdf) using rhbmp-2/acs. Patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient also suffers from radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on it was reported that on (B)(6)-2011, patient underwent an anterior cervical discectomy and fusion (acdf) using rhbmp-2/acs. Patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Postoperatively, the patient was found to suffer from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, and muscle atrophy and nerve damage. Patient also suffered from odd sweat patterns, numbness in his limbs, changes in urination patterns, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items. Patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.